Event description:
Procedure: lobectomy. Reportedly, the stapler partially fired while being used on a pulmonary vessel. Blood loss to pt was 300cc. The or time was extended approx 30 minutes and the surgeon used new instruments to complete the procedure. The pt is doing fine.